Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.8; lab; 2.6; mean: 3.2; confident limits: 1.9-4.6. Date: 2008; inratio: 4.5; lab: 4.9; mean: 4.7; confident limits; 2.5-6.5. The mean for inratio and lab for both the test are within the confident limits as per the internal procedure (rev. 2) and no investigation is required as per the internal procedure (rev. 2). But the pt was admitted in the hospital, dosage of the medication has been adjusted and this event is considered as an adverse event. The product will be investigated since this event is an adverse event.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 3.8; lab: 2.6. Date: 2008; inratio: 4.5; lab: 4.9. The pt had a recent stroke and was hospitalized. The pt dosage of medicine was adjusted.